Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneous blood sample that was typed as "a negative" on the pk7200 automated microplate system. This erroneous result was discrepant with the donor history which was "a positive" for 4 previous donations. Test results were reported by american red cross (arc) to the blood center for which the testing was performed and subsequently, identified by that client as discrepant with the donor history. The associated donor unit was not transfused. There was no death, injury or affect to patient treatment associated with this event.

Manufacturer narrative:
The sample was an edta, no sample-related issues were identified. No aberrant values or visual findings were noted for this sample or in any of the other data provided for the test run. Quality control samples typed as expected at the beginning and end of the test run. The associated values for image analysis measurements (iam) were typical values for both positive and negative reactions. Initial troubleshooting questions with the customer did not reveal any analyzer problems. A field service engineer (fse) has been scheduled to inspect the instrument. However, no additional information is available.